Event description:
It was reported to philips that the device fails the operational check. The bench technician evaluated the device and found it needed therapy pca. The device has a defibrillation issue. Upon conclusion of the evaluation, it was determined that the therapy pca requires replacement. It was replaced. The device passed testing and was sent back to the customer

Event description:
It was reported to philips that the device fails the operational check. There was no patient involvement.